Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation documents received. Litigation alleges that the patient is experiencing pain and weakness, metallosis and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: added: a2 (age), a4, b5, b6, b7, d2b, d4 (procode,lot,UDI), d6b, d10, g4, h4 and h6 (patient,device) corrected: a1, b3, d3 and g1.

Event description:
In addition to what previously alleged, pfs alleges injury and pseudotumor. After review of medical records patient was revised due to failed metal on metal right hip arthroplasty. Operatives notes reported upon going through the deep fascial layer, there were numerous adhesions, upon entering the hip joint, there was a large rush of classic appearing metallosis, a brownish tinged fluid. There was a large amount of corrosive material at the base of the trunnion.

Event description:
Additional information was received and states that; in addition to what was previously alleged. Litigation alleges limited adl, fear, anxiety, mental anguish and emotional distress.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.